Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level of 530 mg/dl. Cause was not known. A manual injection was administered to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.